Event description:
It was reported the pt had begun to experience a shocking sensation. The pain physician performed an x-ray, and a kink or fracture in the lead was possible. It was reported the pt was scheduled to meet with her implanting physician regarding the x-ray to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.